Event description:
It was reported that when the device and reload were used during an hepatectomy procedure, the device locked out. Opened another device to complete the case. There was no consequence to pt.